Event description:
An alarm issue was reported with the adc device in use with a huawei p30 lite phone with an android 10 operating system and app version 2.10.1.10406. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer was not alerted of changes in glucose level and experienced dizziness and a seizure. There was no report third party medical treatment provided for the reported issue as no further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer reported missing high/low glucose alarms using librelink application. Attempted to replicate the user¿s complaint using a similar configuration and the reported issue was unable to be replicated and the system functioned as intended. There were no issues identified with the freestyle librelink app during replication that would have led to the reported issue. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with a huawei mar-lx1a phone with an unknown android operating system version. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer was not alerted of changes in glucose level and experienced dizziness and a seizure. There was no report third party medical treatment provided for the reported issue as no further information was provided. There was no report of death or permanent impairment associated with this event.